Manufacturer narrative:
A visual inspection was performed on the exterior of product and no damage was observed. Product failed functional testing in port a only with "unknown handpiece" error message on display. Cause of malfunction is a defective main pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded that this unit has succumbed to expected wear and tear. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a wrist arthroscopy procedure, the control unit presented an "unknown hand piece" error message. A backup device was not used to complete the procedure. No patient injury or complications were reported.